Manufacturer narrative:
(B)(4). Initial reporter telephone number - (B)(6).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire is missing. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D4 model no - correction. D4 UDI - correction. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information/device evaluation. H3 device evaluated by mfg - additional information. H3 evaluation included - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10 corrected data.